Manufacturer narrative:
The lot number is unknown. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient's lead was revised. On (B)(6) 2010, it was reported that the patient could no longer feel the stimulation. The sales representative met with the patient and measured low impedance on all contacts. The representative tried several troubleshooting techniques including increasing the stimulation to the maximum amplitude, to no avail. An x-ray was taken and revealed that both leads had pulled out of the ipg header. It is unknown when the leads will be revised.